Event description:
It was reported that during attempted implant intermittent capture anomaly was observed on the device. The device was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of intermittent capture anomaly could not be confirmed in the laboratory. The device was tested on the bench and did not find any anomalies. Capture tests were normal on the lv and rv channels. Automated electrical testing was performed and experienced no errors related to the low voltage and pacing circuit.